Event description:
It was reported the pt had not charged the ipg for over six months and an additional charging system did not resolve the ability to charge the ipg. It was reported the pt was to schedule an appointment with her physician regarding the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.